Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous coronary procedure. Reportedly, the device was attempted to be withdrawn until the guide wire port exits the skin line, however, resistance was felt, and the device became almost stuck. The device was advanced again, confirming backflow, and the foot was deployed and retracted. Device removal was attempted again, however, the device could not be withdrawn. After several attempts of above process, the device was removed by adjusting the angle to be pulled out. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. After the procedure, the physician open and closed the foot again and there was no problem found. He suspected that the pre-tied knot was stuck somewhere which may have contributed to the difficulties. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.